Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a screwdriver inserter was found to have broken off when positioning temporary fixation pins to secure a plate. The broken screwdriver continued to be utilized and a little bone wax was used to secure the temporary fixation pin. There was no surgical delay or patient harm. There were reportedly no fragments left in the patient. The surgery was successfully completed. This is report 1 of 1 for (B)(4).